Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than empty cartridge alarm occurred. Customer could not recall events that led up to this alarm. Customer's blood glucose level ranged between 80-120 mg/dl.